Event description:
Per the clinic, the electrode array could not be inserted, due to resistance. Surgery was discontinued and rescheduled.

Manufacturer narrative:
This device was rejected at surgery. The initial report was filed in error. This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4).